Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father called in to report that the insulin pump alarmed motor error and was unable to reset. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 166 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test due to faulty force sensor resistor. No motor error alarms were noted and the motor was tested outside the device and passed. The insulin pump passed basic occlusion and displacement tests. The insulin pump has minor scratches on the lcd window, cracked case at the display window corners and broken belt clip sot.